Event description:
It was reported that a patient presented with an episodes of ventricular arrythmia that the device was unable to terminate due to incorrect interpretation of signal. No high voltage output was delivered and the arrythmia terminated on its own. Corrective programming changes were made. No adverse patient consequences were reported.